Event description:
It was reported that movement caused the patient¿s stimulation to change. It was stated that the patient ¿went to charger her stimulator last night to see if she could get it filled.¿ it was stated that the patient felt a vibration that ¿got so bad she couldn¿t stand it.¿ it was stated that it went from her right hip down to her foot. It was noted that the vibration started when the patient ¿took it off recharger and went to put it back on.¿ it was also noted that the stimulation ¿went crazy¿ at that point. It was stated that the patient had reduced her stimulation to 3.0volts, which caused it to ¿get better,¿ but the patient was noted to still be able to feel it. It was noted that the patient normally couldn¿t feel her stimulation and stated that ¿it was livable.¿ it was noted that when the patient had gone to bed, ¿she just couldn¿t stand it.¿ it was noted that ¿it was beating too hard¿ and the patient then lowered her stimulation to 1.0volts. It was noted that lowering the stimulation amplitude had helped, but the patient could still ¿feel it.¿ it was further noted that the patient could still ¿feel it¿ when she woke up in the morning. It was noted that the patient¿s implantable neurostimulator (ins) had been completely depleted when the patient had started recharging her stimulation on the day prior to this report. It was noted that the patient was unaware if she had more than one program. It was noted that the patient did not have more than one group. It was noted that the patient programmer (pp) showed that the patient¿s stimulation amplitude was 3.5volts. It was noted that the patient had a ¿program 2¿ that was set and 0.8volts and a ¿program 3¿ that was also set at 0.8volts.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 8591-38, lot# d13675, implanted: 2012 (B)(6); product type accessory product ID 37092, lot# 293260002, implanted: 2012 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).